Event description:
The customer reported that they received an erroneous result for one patient sample tested for glucose hk (glucose). The sample initially resulted as 367 mg/dl and this value was reported outside of the laboratory. The nurse questioned this initial result because of a delta check with a previous result that was approximately 500 mg/dl. The customer was asked, but could not provide the run date or exact value of this previous result. The sample was then repeated and resulted as 504 mg/dl accompanied by a data flag. The 504 mg/dl value was believed to be correct and was reported outside of the laboratory. The sample patient had a new sample drawn that same day and this sample resulted as 518 mg/dl accompanied by a data flag. The patient was not adversely affected. The glucose reagent lot number and expiration date were asked for, but not provided. The field service representative determined that the rinse arm assembly was misadjusted. He adjusted the rinse arm assembly. He performed an instrument check, calibration, and ran quality controls. All controls were acceptable to customer and the system was found to be performing within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4). Device subassembly = rinse arm assembly.